Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the distal stent strut was damaged. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.